Manufacturer narrative:
Approximate age of device - 2 years 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to tufts due to power and flow elevations. The customer wanted to rule out thrombosis. The patient was placed on bivalirudin, and thrombosis was ruled out so the patient was discharged. At the clinic, the power elevated to 7.2 on (B)(6) 2018.

Manufacturer narrative:
The referenced moderate/severe aortic insufficiency and placement on as status 1a on the heart transplant list will be reported under MFR. Report # 2916596-2018-05129. Manufacturer's investigation conclusion: the pump remains implanted and the patient continues on vad support. No product was returned for analysis. Analysis of the submitted log files confirmed an increase in pump power and estimated flow; however, a specific cause could not be determined through this evaluation. Additionally, a direction correlation between the pump and the reported elevated ldh could not conclusively be determined. Pump power, estimated flow, and average pi typically ranged from 5 to 7.1 watts, 4.6 to 8.8 lpm, and 3 to 7.1, respectively. Pump power and estimated flow increased on (B)(6) 2018, ranging from 7.4 to 9.2 watts and 8.5 to 11.3 lpm, respectively. Despite the fluctuations in pump parameters, no atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. Device thrombosis and hemolysis are listed in the instructions for use (IFU) as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The IFU outlines the recommended anticoagulation therapy and inr range. It also outlines indications of pump thrombosis as well as how to respond to such events. This IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: it was stated that the cause for concern for thrombosis was based off the elevated ldh readings. Additionally, an intermittent power spike was noted upon interrogation of the lvad system during a follow-up clinic visit. No further lvad issues reported since the patient was discharged home on (B)(6) 2018. Of note, the patient was found to have moderate/severe aortic insufficiency and was subsequently moved up to status 1a on the heart transplant list.